Manufacturer narrative:
Investigation/conclusion: the quality control (qc) error is not intended to indicate that the inr of the patient is high. Qc errors are designed to be a failsafe error to prevent the reporting of erroneous results. These can be caused by multiple issues, including improper storage, technique issues, and sample interference. The inratio monitor will display the "hi" warning symbol when either the required operating temperature,sample target value, or the qc test results were above the upper testing limits. The customer could not provide specific information regarding the error message in the complaint. Patient's recent blood work showed a hemoglobin of 8.3. This hemoglobin is roughly a hematocrit of 25%. Per product insert, "hemotocrit ranges between 30-50% will not affect test results." This cannot be ruled out as a cause for the error experienced by the customer. There was no product returned for evaluation. No issues were found during manufacturing review of the rate of complaints on this lot and the threshold has not been exceeded; therefore, no further investigation is required.

Event description:
On (B)(6) 2015, the customer reported that the patient was tested twice and had received an error message of "hi" on their inratio device. The nurse performing the test called to speak with an alere representative and troubleshooting was conducted for error message "qc2h". The customer stated that their understanding, following the call, was that the patient had an inr value greater than the upper limit of the system (inr >7.5) and performed a venous draw, which was sent to the laboratory. Directly following the venous draw and prior to receiving the laboratory results, vitamin k was administered to the patient. Subsequently, the laboratory results later were received and the inr value was with the patient's therapeutic range. The exact result and therapeutic range was not provided. The patient was reported to have breast cancer and anemia. Recent laboratory blood work showed that she had a hemaglobin of 8.3, the hematocrit was not provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion (updated): there was no product returned tor evaluation. No issues were found during review of the rate of complaints on this lot. An inr result greater than the measurable range will result in an inr value of >7.5. The qc error is not intended to indicate that the inr of the patient is high. Qc errors are designed to be a failsafe error to prevent the reporting of erroneous results. These can be caused by multiple issues, including improper storage, technique issues, and sample interference. Patient's recent blood work showed a hgb of 8.3. This hemoglobin is roughly a hematocrit of 25%. Per product insert, "hematocrit ranges between 30-50% will not affect test results." This cannot be ruled out as a cause for the errors experienced by the customer. No further investigation is required.